Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Product identification / expiration date - exact day and month unknown. Date implanted - unknown. Manufacture date ¿ unknown.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date in 1991. Subsequently, the patient was revised on (B)(6) 2015 due to wear. The modular head and acetabular liner were removed and replaced.